Event description:
It was reported that a trial patient had stimulation in the wrong location. She just started trial the day of call and she felt stimulation before she left the hospital. She felt the stimulation in the pelvic floor however now that she was home after a 45 minute drive reports stimulation was now more towards her tailbone. She was concerned the wire could have moved. It was later reported by the healthcare provider that there was not a fifty percent or greater symptom reduction. The cause of the event was unknown. The patient did not report anything at her follow up visit. Both leads were removed on 4/6/15. No malfunction was seen. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).